Manufacturer narrative:
No product returning for eval. Should new info become available, a f/u MDR will be submitted.

Event description:
Received info stating pt had lower than normal bg levels due to a t:slim pump alarm.